Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the hole/puncture could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen extraction balloon v could not be inflated and was broken due to a hole in the balloon. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography and was completed with an olympus back-up device. There were no reports of patient harm.